Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient's cgm displayed 360 mg/dl and she self-treated with 5 units of insulin. An unspecified amount of time later, the patient was driving and became disoriented and confused. She was swerving all over the road, and onto a military base. A sheriff was able to guide her to a stop and put her car in park. Emergency medical services arrived and performed a bg which was 22 mg/dl. The patient was treated with IV glucose and transported to the hospital. The patient was admitted to the hospital and released after three days. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.